Event description:
It was reported during ureteroscopy procedure; fiber was observed to be broken out from the package when opening during the case was noted. Additionally it was reported that the fiber was never used. The procedure was completed using second fiber. Patient outcome: no injury to the patient was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber returned in two pieces; the distal end of the glass fiber exhibits no signs of usage; the fiber is broken within the fiber blue outer sheath, and detached at 4.5 inches from distal tip; the length of second piece including the connector is 11 feet and 6 inches; the fiber exhibits no signs of melting at the location of fracture for first piece; the fiber was tested with hene laser fixture, aim beam is visible at the break. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.